Event description:
After a first failure, a second coronary stent was then inserted and positioned. The balloon prepped correctly but would not fully inflate to deploy the stent. A second attempt to inflate the balloon was successful. Other devices in use: 1) guide catheter 2) guide wire 3) inflation device.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, balloon. Conclusion: intermittent failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was destroyed/disposed of.